Event description:
It was reported that the oct procedure was completed without major issues in the right coronary artery. It was at the end of the procedure when they were extracting the dragonfly opstar imaging catheter that the marker detached from the catheter and traveled directly over the guidewire (gw). After the dragonfly opstar imaging catheter was extracted from the patient, while extracting the gw, the marker embolized and started moving through the gw to the right coronary artery. The marker remains in the patient; however, the patient is reported to be doing fine. No additional information was provided.

Manufacturer narrative:
Date of event: date estimated. The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. On march 30th, 2022 abbott vascular decided to initiate a voluntary field action for specific lots of dragonfly opstartm imaging catheters. Abbott vascular submitted medwatch # 2024168-2022-03432 on april 5, 2022 with notification of the voluntary recall, (remedial action initiated). This action is being taken due to the proximal marker on devices from these lots may separate from the device. A dislodged marker may require additional intervention, including unplanned additional coronary intervention, or surgery. While no long-term adverse patient effects have been associated with this issue, marker embolization has occurred. Potential risks include cardiovascular injury and myocardial ischemia.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar product investigation and/or complaints from this lot. Based on the reported information, the separation of the marker on the dragonfly catheter resulting in embolism and foreign body in patient appear to be related to a potential product quality issue. On march 30th, 2022 abbott vascular decided to initiate a voluntary field action for specific lots of dragonfly opstartm imaging catheters. Abbott vascular submitted medwatch # 2024168-2022-03432 on april 5, 2022 with notification of the voluntary recall in h7, (remedial action initiated). This action is being taken due to the proximal marker on devices from these lots may separate from the device. A dislodged marker may require additional intervention, including unplanned additional coronary intervention, or surgery. While no long-term adverse patient effects have been associated with this issue, marker embolization has occurred. Potential risks include cardiovascular injury and myocardial ischemia. Abbott vascular will continue to trend the performance of these devices.